Manufacturer narrative:
A cine was received and reviewed by an abbott vascular clinical specialist. It was reported that a 2.5 x 15 mm xience skypoint stent was dislodged from the delivery system during an attempt to cross two previously implanted stents in the rca. The image provided is a snapshot of the rca with a guide wire present. The deployed stents and the 2.5 x 15 mm xience skypoint stent that was dislodged and trapped with another stent deployed over the dislodged stent are not able to be distinguished within the photo. The vessel does not appear to have significant narrowing thus indicating that the stents had already been placed but the clarity of the image does not allow for this to be definitively determined.d6a: implant date deleted and changed to na. H10: subsequent to filing the initial report, it was noted that the cine analysis was inadvertently left off of the report.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported the xience skypoint stent delivery system (sds) dislodged while attempting to cross two previously implanted stents in the rca. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent during placement of the distal stent and reduces the chance of damaging or dislodging the proximal stent. In this case, it appears the instruction for use (IFU) deviation related to incorrect stent placement may have contributed to the reported event. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the stent interacted with the two previously implanted stents while attempting to cross distally causing the reported failure to advance and subsequent stent dislodgement. The dislodged stent was entrapped with the previously deployed stents and was expanded in the place of entrapment. An additional stent was placed to complete the treatment of the lesion. It should be noted that the xience skypoint instructions for use indicates when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with no tortuousity and mild calcification. Two xience skypoint stents (2.75x48 mm and 3.0x28 mm) were successfully implanted but the third, 2.50x15 mm xience skypoint stent delivery system (sds) could not cross the previous two stents. The stent dislodged before inflation and the physician could not take out the stent because it was stuck within the previous two stents. Therefore, the stent was further deployed with the use of another stent and one additional stent was implanted to complete treating the lesion. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.